Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue however, as a precaution, the se replaced the oxygen sensor harness cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator's oxygen (o2) sensor was not working properly. The ventilator was not in use on a patient at the time of the reported event.